Event description:
It was reported the single use 3-lumen sphincterotome v was torn during output. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography with endoscopic sphincterotomy procedure and was completed using an olympus back-up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the endoscope were being close to each other. The output was activated. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.